Manufacturer narrative:
Correction to: h6 (type of investigation, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Reentering this pir on this record. First entry 00020298 says transferred to pir however file not received in etq. Management of dchu requested recreate file and not select unknown codes. Only yes or no codes. Received voicemail from consumer stating she is having problems with the nano pen needles. Stated the pen needles are breaking when taking injection. Left message for consumer to call back regarding product complaint.